Manufacturer narrative:
The na and cl electrodes' lot numbers and expiration dates were not provided. Qc was within range. There was no indication of a performance issue of the reagent. The alarm trace showed some abnormal aspiration and sample short alarms leading up to the date of the event. These alarms are consistent with an indication of poor sample quality. The field service engineer found that the cause was due to a dirty dilution cup and an occluded sipper. He cleaned the dilution cup and the sipper. Precision studies, operational and mechanical checks were performed and they were all within specifications. The service actions (cleaning the dilution cup and the sipper) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 2 patients' samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Sample 1 (patient 1): na: initial result: 162 mmol/l. Repeat result: 144 mmol/l. Cl: initial result: 119 mmol/l. Repeat result: 105 mmol/l. Sample 2 (patient 2): na: initial result: 156 mmol/l. Repeat result: 137 mmol/l. Cl: initial result: 127 mmol/l. Repeat result: 113 mmol/l. The customer noticed that the na results were high. A critical data flag >160 mmol/l prompted the repeat of the samples on another ise analytical unit. The repeat results were deemed to be correct.